Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. Although the reported low speed and pump stoppage events were confirmed during review of the submitted system controller log file, the cause of the events could not be conclusively determined. The submitted log file contained several low speed and pump stoppage events with corresponding elevations in pump power. Based on the manufacturer¿s previous complaint experience, the captured events appeared consistent with a potential percutaneous lead issue. The pump stoppage events were followed by a timestamp reset, indicating that power had been completely disconnected from the system controller for an unknown period of time. The pump resumed operating at the set speed after power was reconnected. No further atypical events occurred during the final 6 hours of captured data. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 10 years and 5 months. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2005. It was reported that on (B)(6) 2016, the patient fell around 3:00 am and the system controller history shows a low flow alarm. A clock reset/total power disconnect event was also captured at 5:00 am. It was reported that the patient had been having a difficult time sleeping and was spending the nights in a chair. The health professional thought that the batteries might have depleted while the patient was sleeping. The patient is very hard of hearing and it was reported that it is 100% possible that the patient did not hear the alarms. A review of the system controller log file confirmed the reported pump stop events. Due to the patient being on an older version of the system controller, the log file does not show the patient cable voltage values. It was suggested that the patient remain on a grounded power module patient cable to monitor for further alarms. It was also suggested that the patient cable be exchanged since there has been an unknown amount of time since the patient had received a new cable. The patient continued to be monitored. It was also reported that after much discussion, the hospital staff believes that the batteries were very low, and when the patient was trying to exchange them, the pump stopped and the patient passed out. X-rays were reviewed and nothing of concern was seen. The hospital staff does not believe that there is a driveline issue, as the patient was on battery power at the time of the pump stoppages; however, they cannot rule it out due to the age of the patient's pump. The patient was using a grounded power module patient cable while in-patient and no alarms occurred. On (B)(6) 2016, the health professional reported that the patient was doing fine.